Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by gripper recall, unit would not recognize the syringe and found crack on cover, rear case, left handle insert scr, right handle btm, barrel clamp holder, ft door top, rr door btm lt side, retainer side and lt/rt iui pin was contaminated, lock label was broken, wiper seal was contaminated and flange gripper was discolored. There was no reported patient involvement.